Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the reload misfire three times a row during stapling of the stomach. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual inspection of the returned products noted that the first loading units were fully fired. The second loading units were pre-fired with the interlock engaged and the jaws were open. There were staples protruding from proximal staple cartridge channel. The third loading units had a full staple complement. The loading units were loaded into a pmv representative instrument for functional testing. The first loading units was cycled without hesitation or binding. The second loading unit interlock was over ridden, and the loading unit was applied to test media. All staples were placed, and test media was cleanly transected. The loading unit interlock was tested and found to function properly. The third loading unit was cycled without hesitation or binding and was applied to test media. All staples were placed, and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.